Event description:
It was reported that during aneurysm embolization procedure, two coils initially implanted to work as anchoring coils. When the concerned coil was delivered and attempted to be deployed in the target aneurysm, the coil stopped advancing during deployment. As only about a minute had passed since insertion, the position of the microcatheter was attempted to be adjusted; however, the microcatheter did not move at all. As the coil was retracted, the coil encountered heavy resistance and became unraveled. The microcatheter became dislodged from the target aneurysm and could no longer be moved back to the intended position. The physician attempted to remove the unraveling coil using a balloon catheter and a snare, however, the coil was entangled with the coils initially implanted and could not be removed. Competitor's coils were implanted over the coil concerned. Furthermore, a stent was implanted in the common iliac artery so as to press the portion of the coil extending from the aneurysm into the common iliac artery against the vessel wall. Subsequently, the procedure was completed successfully.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and procedure images were not provided; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies difficult coil detachment as potential complications associated with use of the device.